Event description:
It was reported that during a wedge resection procedure, the surgeon tried to pull the manual release button several times, but the jaw was not opened. The surgeon cut along the edges of the locked jaw and reinforced the lung. The surgeon tried to push the release button, however, it did not work. Therefore, the locked jaw was not opened. Unk how case was completed. Surgery was prolonged 40 minutes. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.